Event description:
Patient presented to the physician with pain at the chest incision site. Physician brought the patient into the or, removed the ipg, created a new pocket to place the ipg, re-sutured, and closed the incision site.